Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure performed on (B)(6), 2009 (male patient; age unknown, however over (B)(6); weight unknown). According to the complainant, during preparation when the console was switched on, error code "h05" was displayed for 30 seconds then disappeared. However, the unit's buttons were locked and the digital impedance screen was stuck at the maximum (505). The unit was cycled off then on several times, but the same failure recurred. The console was then switched off for 5 minutes. Upon power up, the generator was functioning correctly and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an rf 3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure performed on (B)(6), 2009. ((B)(6) old); according to the complainant, during preparation when the console was switched on, error code "h05" was displayed for 30 seconds then disappeared. However, the unit's buttons were locked and the digital impedance screen was stuck at the maximum (505). The unit was cycled off then on several times, but the same failure recurred. The console was then switched off for 5 minutes. Upon power up, the generator was functioning correctly and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found that the tamper proof seal was not intact. The unit passed all performance criteria of its final test procedure after replacement of the proper component (u4 on cpu board). The condition of the returned incident device was consistent with the complaint that an error message occurred. Based on the results of the investigation, the most probable root cause is wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4)